Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin and also the pump changes basal rates. No adverse event was reported. The infusion device was requested to be returned for product evaluation.